Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that crossing difficulty was encountered. After an unspecified guide wire crossed the unspecified target lesion, a 2.00mm x 15mm emerge balloon catheter was selected and advanced by the physician several times to the lesion but was unable to cross. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with a shelf box and product pouch. The batch number on the returned device and packaging matched the reported batch number. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Magnified inspection revealed a pinhole in the balloon wall material located in the middle of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were multiple hypotube kinks. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).